Event description:
The facility's biomed engineer reported an infusion pump with a 500 failure code. The biomed did not know if the pump was in use on a pt when the failure occurred. Although attempts were made by baxter's tech support to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record or any pt incident involving the pump since the last baxter service event.